Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has just received the pump and the wake button was not functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. There was no impact to customer's blood glucose level. Customer had not connected to the pump yet for insulin therapy. Reportedly, customer has a back up pump for continued insulin therapy.